Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. This rv lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the lead's anode conductor coil is fractured. The insulation is abraded and torn with the outer conductor coil deformed and compressed. This type of damage is consistent with repeated stress over time. Due to the type of damage it is likely this was caused by entrapment in the clavicle or the first-rib region. The allegation of a lead fracture is confirmed, and the lead is clinically out of specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.